Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator was in back-up. The patient was brought into the clinic for further evaluation. The patient's presenting rhythm was not recorded. A device restoration was performed successfully. The patient will continue with regular follow-up.